Event description:
It was reported that a patient underwent a gastric bypass procedure on (B)(6) 2024 and a fibrin sealant preparation device was used. When attempting to attach the laparoscopic tip the lure locks broke. Another like device was used to continue with the procedure. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? Dr. Yu has been using vistaseal for many years. Not a new user. 2. How many times have they applied the laparoscopic tip? Always. 3. Was a sales representative present during the case when the issue was experienced? No 4. Are there pictures of the damaged device available? No pictures 5. Was the damaged product used on the patient? No the following information was requested, but unavailable: 1. What is the lot number? This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: lnstituto grifols, s.a. (Ig) received a notification through ethicon related to two units of vistaseal 10ml, batch number unknown, where it was reported that when attempting to attach the laparoscopic tip the lure locks broke. There were no patient consequences reported. Upon the reception of the notified incident, it was requested additional information such as the batch number of the affected unit, the experience of the user with the product as well as the availability of the sample for return. We were informed that the user has experience with the product. However, there is no product being returned for evaluation, pictures are unavailable, and the lot number was not provided within the additional information responses. Since the basic information listed above has not been received from the complainant and the sample has not been returned, it has not been possible for ig to perform a proper investigation. Based on this, we proceed to close the complaint. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.